Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: bag is not holding air. When the bag was used, the seal around the neck does not seem to hold the air in the bag. No patient harm reported. Patient current condition is fine.